Event description:
During initial assessment of a homechoice device, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010 / cycle 2 / drain volume 3631 (ml). The programmed fill volume was 2000ml. This event meets overfill criteria.

Event description:
The account stated that the architect c8000 analyzer generated discrepant glucose results. An initial result of 351 mg/dl was generated. The sample was repeated and a result of 161 mg/dl was generated. The results were not reported and there was no impact to patient management.

Manufacturer narrative:
(B)(4). The device was evaluated and determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to iipv found in the device logs. The cause of the iipv found in the device logs was determined to be: insufficient drain.. Inappropriate bypass of caution: negative uf alarm. Product surveillance contacted the nurse and provided the results of evaluation. The nurse confirmed that there was no patient injury or medical intervention at the time of the report. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.